Manufacturer narrative:
This report is submitted on december 4, 2020.

Event description:
Per the clinic, the patient developed granulation tissue around the abutment site. The patient was placed under general anaesthesia on (B)(6) 2020, in order to remove the granulation tissue and remove the abutment. The implanted device remains.